Event description:
The facility's mr technologist reported that a pt sustained a burn to their right upper arm above the elbow after a mr neck scan. The pt sought medical attention.

Manufacturer narrative:
A ge field engineer (fe) evaluated the system following the event and found the system to be operating within specification with no evidence of system malfunction. According to the mr technologist, the pt did not have padding during the scan. The operator manual for the system contains proper pt padding instructions.